Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from 05/04/23 to 05/09/23 of 37-53 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address all low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.